Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under responsive. It was noted that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 11/21/2017 device evaluation: the device has been returned and evaluated by product analysis on 11/02/2017 with the following findings: the keypad rubber was undamaged and all of the buttons were normally responsive. No contamination was found on the button contacts. Moisture corrosion was found on the internal components of the pump.